Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose reading was 40 mg/dl but his blood glucose level was 116 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The sensor may have come out of the site location. The customer received false low alerts. The device was not returned.